Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 599 mg/dl. Customer states that they received symptoms nausea, vomiting, abdominal pain, diarrhea, heart pounding related to high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08705 inches. (B)(4).